Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the mildly tortuous and severely calcified proximal cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 10 atmospheres (atm). However, during the third inflation at 18 atm, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital (B)(6) medical center and (B)(6) cancer center device evaluated by MFR. The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 6mm proximal of the distal markerband and extending approximately 11mm distally across the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the mildly tortuous and severely calcified proximal cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 10 atmospheres (atm). However, during the third inflation at 18 atm, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).